Manufacturer narrative:
Complaint confirmed, the 2nd implant did not deploy from the 1st device, and the 1st implant did not deploy from the 2nd device. The pushrod tab assembly # 1 of both devices were found to be dislodged from the trigger #1, and the cannula of the 2nd device was bent. A likely cause of the bent cannula is prying/leveraging the device. Likely causes of the improper deployment are the bent cannula and/or improper deployment sequence which may lead to obstruction of the cannula.

Event description:
It was reported that during surgery/ treatment one ar-4501 the second implant did not come off the feeder. The slip node could not be moved forward. The other ar-4501 the first implant did not come off the feeder. There was no harm for patient, operator or third party reported. The surgery was finished successfully with competitors implant. The surgeon switched to pds surgical technique. It was not necessary to do a second surgery. No further information received. Update, (B)(6) 2021: the surgeon changed the technique from all inside to inside out. Pds is a type of wire. Update, (B)(6) 2011: the surgeon time did not extended due to the switch of the surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.